Event description:
It was reported that stent damage occurred. While unpacking a 24 x 3.00mm taxus¿ liberté¿ drug-eluting stent for use, the physician noticed that the stent was lifted and was not "flatted." The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device avail. For eval.: the stent delivery system was returned for analysis. The tip od was measured to be which is within specification. A visual and microscopic examination of the device found that the stent had moved 8mm distally from the most proximal crimp mark on the balloon material. It was also noted that the stent was damaged. The struts at the proximal end of the stent were raised and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. While unpacking a 24 x 3.00mm taxus¿ liberté¿ drug-eluting stent for use, the physician noticed that the stent was lifted and was not "flatted". The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.